Event description:
Went to radiology in 2005 for angiolplasty of a malfunctioning av shunt. Durng the procedure a piece of the balloon broke off and remained in the vein. The catheter was inflated to 15 atm for - 2 minutes then deflated. The balloon was then reinflated to 15 atm & at this point the balloon ruptured. The catheter was removed and it was evident that distal aspect of balloon and distal portion of catheter remained within the antecubital vein. 1 cm or so remained. Multiple attempts were made to grasp the fragment with goose neck snares and basket snare. This was not successful. The pt. Did have low oxygen saturations (as low as in the 70's) during the procedure. They were given oxygen at 2l/minute during and after the procedure and oxygen level went up to high 90's. The pt was admitted for observation until the surgeon could take the pt to the o.r. For a shunt revision. 3 days later revision of the left arm graft was done using interposition graft of 8 mm ptfe between the upper arm brachial veing and the venous limb. The surgeon was able to obtain an excellent thrill in the graft.